Event description:
It was initially reported that the device was "not implanted." In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to a sizing issue. It was noted that the "surgeon was given a size 32 ring and started to suture ring in place, when he realized it was not the size he requested. Ring was not completely implanted. A new size 36 ring was then implanted."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device has been discarded. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.